Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed a no delivery alarm during bolus. Customer's blood glucose was unknown. Customer had changed the infusion set twice. Customer mentioned that everything was fine after set change. Customer will not be returning the reservoir for analysis.